Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia"), rash ("painful rashes"), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain"), inflammation ("chronic inflammation"), sarcoidosis ("sarcoidosis"), dyspnoea ("respiratory difficulty") and infection ("infection nos"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, uterine haemorrhage, menorrhagia, rash, alopecia, myalgia, arthralgia, inflammation, sarcoidosis, dyspnoea and infection outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, dyspnoea, infection, inflammation, menorrhagia, myalgia, pelvic pain, rash, sarcoidosis and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: concomitant drug added.event:infection nos were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia"), rash ("painful rashes"), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain"), inflammation ("chronic inflammation "), sarcoidosis ("sarcoidosis") and dyspnoea ("respiratory difficulty"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, uterine haemorrhage, menorrhagia, rash, alopecia, myalgia, arthralgia, inflammation, sarcoidosis and dyspnoea outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, dyspnoea, inflammation, menorrhagia, myalgia, pelvic pain, rash, sarcoidosis and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("painful rashes"), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain"), inflammation ("chronic inflammation "), sarcoidosis ("sarcoidosis"), dyspnoea ("respiratory difficulty"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, rash, alopecia, myalgia, arthralgia, inflammation, sarcoidosis, dyspnoea, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, dyspnoea, inflammation, menorrhagia, myalgia, pelvic pain, rash, sarcoidosis and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.